Manufacturer narrative:
.

Event description:
Consumer claims after charging the toothbrushes my husband who has braces tried the toothbrush on the setting "clean" and more than 15 small bristles are stuck in his teeth.